Manufacturer narrative:
An fse was dispatched to the customer site to ascertain the cause of the issue. The fse found that the sample valve was not working correctly. They removed and replaced the valve. There were no further issues reported after these fse activities.

Event description:
On (B)(6) 2015 a customer in (B)(6) reported to beckman coulter the generation of erratic patient results for multiple analytes on their au480 analyser. The results were not reported from the lab and there was no report of change to patient treatment. The customer stated the qc tested was within specification. The customer indicated that the analyser generated data flags at the time of the event. Repeat testing produced lower results for all assays due to a sample dilution effect. The customer did not provide details of the sample collection devices. The customer did not question sample integrity for this event.